Event description:
During implantation, attempt to activate minute ventilation sensor resulted in a few second ventricular pause.

Manufacturer narrative:
(B) (6): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Reportedly, when the physician attempted to program minute ventilation rate response, a ventricular pause was observed. Analysis showed no anomaly in device's and programmer's operations. As a matter of fact, the attempt to use the rate response feature with the mv sensor enabled resulted in a bipolar lead impedance test, as specified. Because the impedance test failed, parameters were programmed back to their previous values, which is safe. Usually, this procedure takes 3 or 4 seconds, as observed in the event's description. Please note that the following message was displayed before the lead impedance bipolar test: "the activation of the minute ventilation rate response requires leads tests. Impedance measurements are proceeding." Moreover, recommendations about the mv sensor usage are adequately provided in the implant manual.